Event description:
It was reported that following a coronary angiography (cag) via right femoral arterial approach, an angio-seal was selected for use. Whether a pre-deployment angiogram was performed or not is unknown, but the artery punctured was reportedly the superficial femoral artery (sfa) with a less than 4.0mm lumen diameter. The following day, swelling was noted at the puncture site, which gradually grew larger with pain. A pseudoaneurysm was also noted and the patient was taken to another hospital 7 days after the initial procedure to undergo a surgical procedure. The following day, the puncture site was surgically opened. It was noted that a hematoma which was wrapped in thick connective tissue was located in the femoral artery. After removing the hematoma and the surrounding tissue, the incision site was washed and drained. The patient was discharged from the hospital 7 days after surgery. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risk or situation associated with the use of the angio-seal device or vascular access procedure. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.